Event description:
It was reported that during a rotational atherectomy procedure, the tip of the guide wire fractured. The physician had successfully ablated with a small burr and the rotawire ex support guide wire. During use of the second burr with same guide wire, the guide wire became caught to the burr leading to the tip fracture. The device was removed without any injury to the pt, however, the guide wire tip remained in the riva. The procedure was completed with stent placement. The pt condition was reported as good.